Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was displaying the apply sample indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient denied testing her blood glucose with another device. According to the csr's documentation the patient does not manage her diabetes with oral medication or insulin. In response to the reported meter issue, the patient reportedly continued with her usual diabetes management routine and subsequently (six days later) the patient claimed she developed symptoms of nausea, felt clammy and warm, sleepiness, and weakness. Following the onset of her reported symptoms, the patient indicated she took an anti-nausea pill; however, the patient indicated the medication did not help improve her symptoms so the patient reportedly consumed food approximately two hours later, and felt better an unknown time afterwards. During troubleshooting, the csr verified the patient was using the correct test strips and proper testing technique (per owner's booklet recommendation). The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed all testing with no faults found, the complaint was not confirmed. The subject test strips were returned on (B)(4) 2012 but did not require testing since the alleged complaint refers to the meter only. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.